Event description:
One patient sample tested for glycosylated hemoglobin (hba1c) was dispensed into the same aliquot well as free t3 (ft3) calibration material on a dimension vista 1500 instrument using software version 3.5.1. It is unknown if the hba1c result was reported to the physician(s). The sample was not rerun. There are no reports of patient intervention or adverse health consequences due to the patient sample for hba1c being dispensed into the same aliquot well as ft3 calibration material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent medical device correction (umdr), umdr 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers in june 2013. The umdr instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.